Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in dwell two of four when alarms required pt to reset up. When pt opened the cassette door, fluid was noticed inside the cycler. A small hole was noted on the back of the cassette in the upper left and corner. Pt took antibiotics as a precaution and has had no ill effects. Sample is available.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical eval, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.